Event description:
A 61-yr-old female had a thrombosed catheter which required replacement due to extreme difficulties in obtaining a venous access. Catheter originally placed 3/95. Pt had replacement procedure on 9/24/96.